Event description:
It was reported that during the implantation procedure, it was discovered that the patient needed a higher output device; this device did not provide enough joules to convert the patient. Therefore, this device was not implanted. Note: ela medical was not aware of this case until september 5, 2006.